Manufacturer narrative:
The device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection revealed flat spots to the distal shaft 11.5cm and 18.9cm from the tip. The collar is separated, and the ptfe is still holding the two ends together. Microscopic inspection revealed damage to the tip. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the distal shaft and tip that can potentially cause difficulty to cross the lesion.

Event description:
Reportable based on device analysis completed on 12jun2019. It was reported that device could not cross the lesion. The 24mmx2.5mm and 70% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 145 guidezilla was selected for use. During the procedure, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable. However, device analysis revealed collar separation.